Event description:
I had thermage treatment done to the lower area of my face. This was done using a 900 tip according to the nurse who performed the procedure. Approximately 6 months after, my skin is extremely saggy, and I now have long lines going up and down on my cheeks. I feel that the skin damage is irrepairable underneath the top layer. This thermage is very damaging. My main intent was to only tighten the neck area and chin area. Dose or amount: 900 tip. Frequency: 1 time. Dates of use: 2007. Diagnosis or reason for use: tighten skin under chin and around neck.